Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: during a review of the black box data, a cs 054 alarm was observed, which may cause the display to be blank for several minutes. During testing, the display screen powered on normally. The complaint of a blank screen was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.